Event description:
The customer stated the device shut down completely after 5 shocks had been delivered. No patient harm.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator. The customer returned the actual device involved for evaluation. The complaint was confirmed and caused by a cracked solder joint at transformer on the power supply circuit board. Resoldering of the solder joint resolved the issue. Once the repairs were completed, the device operated to specifications. Factory service upgraded, tested, and returned the device to the customer.